Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response and button error due to corroded keypad traces. There was no moisture damage on the electronic assembly and motor. The pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that there was moisture in the pump and the screen was foggy. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.